Manufacturer narrative:
MFR report# 1020379-2018-00059 is associated with argus case (B)(4), corega tabs bio formula. Corega tablets are marketed as polident tablets in the us.

Event description:
"Swallowen" of corega [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega tabs bio formula) tablet for product used for unknown indication. On (B)(6) 2018, the patient started corega tabs bio formula at an unknown dose and frequency. On (B)(6) 2018, less than a day after starting corega tabs bio formula, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Corega tabs bio formula was discontinued on (B)(6) 2018 (dechallenge was positive). On (B)(6) 2018, the outcome of the accidental device ingestion was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs bio formula. Additional details: the patient experienced the event "swallowed of corega".